Event description:
Revision surgery - surgeon was going in to change foundation to reverse shoulder. Once took foundation parts out, realized reverse would not work, so ended up doing another foundation. Encore records show that this patient was revised on (B) (6) 2008, due to infection. Prosthesis explanted, area flushed with antibiotics, new implants were implanted to hold her over until the infection was gone. This revision was reported under MDR # 1644408-2008-00448.